Manufacturer narrative:
(B)(4). Damaged pinion axle support. Eval summary: the analysis results found that the device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged, no functional test was performed. It should be noted that a 100% inspections take place during manufacturing to ensure the device meets the required specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap gastric bypass procedure during two firings the knife did not cut all the way. A scissor was used to divide the tissue. There was no pt consequence reported.